Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 3 tricuspid regurgitation (tr). The mitraclip xtr was deployed on the antero-septal leaflets, but after clip deployment, the anterior leaflet slipped out of the clip, resulting in a single leaflet device attachment (slda). The procedure was aborted with unchanged tr grade 3. In the physicians opinion, the slda was due to the pre-existing patient anatomy of a large coaptation gap. The patient's condition will continue to be managed medically. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: patient code 2112 is not labeled. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no evidence of a lot-specific product quality issue. The reported difficulties appear to be due to case circumstances. It is likely that the patient anatomy contributed to the reported slda (single leaflet device attachment) as there was a large gap of coaptation reported. The unchanged triscupid regurgitation was a result of the slda. It should be noted that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. This mitraclip was used off label in the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.